Manufacturer narrative:
B5: the lens was replaced on (B)(6) 2021, with a longer lens. And the problem was resolved. The patient is happy. H3: device evaluation not required. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -08.00/+1.5/006 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting. The surgeon did not implant another icl lens. The cause of the event was unknown.